Event description:
The customer reported that their device was not booting up completely when powered on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has not decided whether they are returning the device to physio-control for evaluation or not. The device has not been evaluated by physio-control. The cause of the reported failure could not be determined.